Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula instrument and performed a device evaluation. Failure analysis investigations confirmed the customer reported complaint of "instrument was sparking." The instrument was found to have thermal damage on the monopolar yaw pulley. No damage to the conductor wire or insulation was found. The clevis ear of the instrument was cut off and inspected for the silicon potting of the conductor wire. No damage was found. The instrument was further evaluated, which confirmed that there was no visible damage to the silicon potting and wire insulation that would indicate unintended energy leakage during energy activation. The permanent cautery spatula instrument was further tested for tip-to-backend pin continuity and on-system energy delivery. Both tests passed. As of 4/10/2020, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the permanent cautery spatula (pn: 420184-13, batch/lot-sequence: n10180904-868) associated with this event has been performed. Per logs, the permanent cautery spatula was last used on 5/30/2019 on system sh1633 with 3 lives remaining. This complaint is being reported because it was alleged that the instrument sparked and exhibited signs of thermal damage with no evidence or claim of user mishandling or misuse. Thermal damage proximal to the ceramic sleeve is evidence of electrical discharge at a location other than intended. At this time, it is unknown what caused the thermal damage to occur. There was no report of patient harm, injury or adverse outcome due to the event. Blank MDR fields: follow-up was attempted, but the patient information was either unknown or unavailable. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. The alleged event occurred on the 7th usage of the instrument, indicating that it had not expired. Date of implant is blank because the product is not implantable. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, a permanent cautery spatula instrument was sparking inside the patient. The procedure was completed and there was no report of patient harm, injury, or adverse outcome. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon had just started the case and was dissecting with the permanent cautery spatula (pcs) when the instrument sparked. The reporter was not in the room during the procedure, however knows that the settings on the erbe are typically 3 across the board. The surgeon also had a fenestrated bipolar instrument that was not using energy at the time. The surgeon does not believe that the pcs collided with any instruments. The pcs was inspected prior to use by the scrub technician to check for broken wires and other damage. No damage was observed on the instrument. There was no patient harm.